Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with an unknown serial number compared to an unknown laboratory method. On (B)(6) 2021, the meter result at around 8:30 am to 9:00 am was 7.5 inr. The laboratory result was 5.6 inr. The time interval between the two tests was unknown. On (B)(6) 2021, the meter result at around 8:30 am to 9:00 am was >8.0 inr. The laboratory result at around 11:17 am was 6.0 inr. The reporter stated that warfarin was withheld based on the laboratory results. She stated that the 15 second time interval between fingerstick and blood application to the test strip was not always observed and that the finger was also not always thoroughly dried after cleaning with alcohol prior to testing. The therapeutic range is 2.5 to 3.5 inr.

Manufacturer narrative:
The reporter¿s test strips were provided for investigation and were tested using a retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.8 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The patient does not thoroughly dry her hand from alcohol prior to testing. Product labeling states: "have the patient wash his or her hands in warm, soapy water. Or clean the fingertip with an alcohol wipe. Make sure the fingertip is thoroughly dry." The time between fingerstick and blood application to test strip is not always fifteen seconds. Product labeling states: "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." Occupation is patient/consumer.